Manufacturer narrative:
The insulin pump passed the self test, displacement test, and the rewind. The insulin pump alarmed during the basic occlusion test due to moisture damage on the force sensor resistor. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. It was also mentioned that the insulin pump has scratches. Customer's blood glucose level at the time 211mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.